Manufacturer narrative:
A return material authorization (RMA) was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. The product has not been returned for evaluation. Therefore, failure analysis of the product related to the complaint cannot be performed.

Event description:
It was reported that during the da vinci-assisted radical hysterectomy surgical procedure, the fenestrated bipolar forceps lost control and the movements were not appropriate. The patient-side assistant observed the instrument's broken cords. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reporter confirmed the issue occurred with the surgeon¿s head inside the surgeon side console¿s high resolution stereo viewer. The issue occurred while the surgeon was using the instrument during the procedure. The failure was related to lack of control of the instrument pitch and yawn movements. The movements of the surgeon scaled appropriately to the instrument. The instrument did not move in the intended direction, the instrument¿s wrist was moving chaotically. The timing of the instrument movement was appropriate. No shakiness and no frictions were observed during the procedure. There were no instrument-to-instrument or system arm-to-arm interference nor any external collisions. The issue was persistent after it occurred.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a broken grip cable at the yaw pulley location. The cable was fully broken. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.